Event description:
In 2009, the lay-user/patient contacted lifescan alleging an "error 1" issue with a one touch ultramini meter. During the time of concern, the pt was not taking any medications for diabetes. The pt indicated that the alleged issue started 3 weeks prior at 6:00 am. A day after the alleged issue began and at an unspecified time, the pt claimed that she developed symptoms of shakiness and passed out. That same day at 5:00 am, the pt claimed that she received assistance in an emergency room (ER). Her blood glucose was tested on an ER/hospital meter and a result of "close to 200 mg/dl" was obtained. The pt mentioned that she was treated with insulin (unknown type/dosage) and hospitalized for an unknown period of time. It would have been helpful to know the following info: the pt's testing frequency, what actions the pt took before and after the symptoms developed, what actions she took before going to the ER, what time she developed the symptoms, and if she was symptomatic in the ER. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began. Also, the pt claimed that she received insulin treatment from a health care professional because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.